Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result that was generated by the unicel dxl 800 access instrument. A patient sample was tested for accu tnl and a result of 33.22ng/ml was obtained. The result was reported out of the lab and questioned by a physician. The physician requested to rerun the sample for accu tnl. The customer retested the original sample on a different instrument in their lab for accu tnl and obtained lower results: 0.02ng/ml and 0.04ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. System check performed on 10/08/06 passed. No flags or errors were associated with the erroneous result. The customer was receiving wash collar and substrate backlash errors and was unable to resolve the problem by changing the duckbill and priming the substrate. A field service engineer (fse) was dispatched to the customer's lab on 10/24/2006: the fse inspected the instrument and the event log and discovered that failing vacuum pump three was giving wash collar vacuum errors. The fse replaced the vacuum pump and the wash collar vacuum. The fse rebuilt a substrate pump and replaced belt due to the substrate not passing drawback calibration and motor slippage. The fse changed the substrate bottle and primed the system; drawback calibration passed. The fse replaced the duck bill. The fse conducted diagnostic testing which passed and verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.